Event description:
The pt went to the clinic in 2002 due to difficulties hearing with the ci and wanted more power. Then one month later, they heard a loud 'pop' sound then could not hear anything more with their ci. Telemetry measurements were performed several times and rec'd 'poor coupling' every time.